Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that a patient received inappropriate shocks due to lead noise while running. It was noted that previous episodes of ventricular fibrillation were noted. Lead damage was suspected. The lead was explanted and replaced. The patient was fine post-procedure.